Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "rupture". This record is for left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b.

Event description:
Healthcare professional reported "no complaint against the device". Later healthcare professional reported "rupture". Later healthcare professional reported "parenchyma", "thermal capsulorrhaphy" and "capsulotomy". This record is for left side. The device was explanted.